Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with pillowing keypad overlay, minor scratches on case, corroded battery tube and minor scratches on lcd window. No damage to belt clip rails noted the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, slides where belt-clip is attached broke off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.